Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of cardiac failure (heart failure/congestive heart failure) is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the information provided, a definitive cause for the reported cardiac failure (heart failure/congestive heart failure) could not be determined; however, the subsequent hospitalization or prolonged hospitalization appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
(B)(4). It was reported that on (B)(6) 2023 one 4.5x18 mm xience skypoint lv (lot 2030141) was implanted in the left main coronary artery and one 3.0x33 mm xience skypoint was implanted in the left anterior descending (lad) coronary artery. On (B)(6) 2023, the patient, who has a history of congestive heart failure, was re-admitted to the hospital with acute on chronic heart failure. After the patient was observed, the patient was discharged on (B)(6) 2023. No additional information was provided.